Event description:
It was reported patient experienced pain in hip. Hemi converted to a total.

Manufacturer narrative:
An event regarding pain involving an other hip head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items associated with the event were returned. -medical records received and evaluation: not performed as no medical records were received. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined based on the limited information provided. Additional information such as product return, medical records, x-rays and operative notes are required to complete a full investigation. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported patient experienced pain in hip. Hemi converted to a total.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 6942-7-065, lot # 31525701 description: unitrax c-taper sleeve +0mm. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.